Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient needed assistance putting their device into MRI mode. Patient said they were not good with the machine. Agent walked the patient through connecting their handset and communicator to their implant. Patient received a por message. Patient stated they had recharged ins this morning. Patient dismissed the message and was able to connect to their settings. Patient saw a message that said therapy had been turned off. Patient services reviewed por message meaning. Patient successfully activated MRI mode on the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.